Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported frayed cord with exposed wires issue was confirmed upon evaluation. The device met all other tests and specifications. If add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a frayed cord with exposed wires. The device was not being used in surgery. There was no injury or medical intervention reported. There was no additional information provided.